Event description:
"S/p b subgl infra gels (? Size/type/MFR-no records). They are increasingly tender to the point that is unable to wear a bra. They are ruptured by MRI and thinks l is definitely ruptured. Denies h/o trauma. Pt also has some systemic sx's including arthralgias/myalgias (+ am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, hot flashes, ha's, peridontal probs, visual changes, memory loss, dry eyes, oral sores, rashes, sens sun/cold, sob/cp, choking sens, htn, increased cholesterol, wgt gain, and gi/gu sx's. Does not know if any is related to sbi. Is otherwise healthy."